Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. Prior to the start of the procedure a small pericardial effusion was noted in the right atrium and right ventricle area. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect with the was into the patient. During the transseptal crossing there was some difficulty in positioning the devices to achieve the proper transseptal puncture position. The physician did position the devices correctly and the transseptal puncture was successfully completed. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. While in recovery post procedure the patients blood pressure dropped, and the physician noted that the pericardial effusion had grown in size. A pericardiocentesis was performed and 450cc of blood was drained from the patient before they stabilized. The patient did not remain stable and an additional 600cc of blood was drained from the patient before being returned back into them. The physician made the decision to bring the patient to have an open-heart surgery to treat the effusion. During surgery the effusion was successfully treated, and the patient is doing well recovering from this event.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. Prior to the start of the procedure a small pericardial effusion was noted in the right atrium and right ventricle area. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect with the was into the patient. During the transseptal crossing there was some difficulty in positioning the devices to achieve the proper transseptal puncture position. The physician did position the devices correctly and the transseptal puncture was successfully completed. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. While in recovery post procedure the patients blood pressure dropped, and the physician noted that the pericardial effusion had grown in size. A pericardiocentesis was performed and 450cc of blood was drained from the patient before they stabilized. The patient did not remain stable and an additional 600cc of blood was drained from the patient before being returned back into them. The physician made the decision to bring the patient to have an open-heart surgery to treat the effusion. During surgery the effusion was successfully treated, and the patient is doing well recovering from this event.

Manufacturer narrative:
H6 impact code: blood transfusion f2302 added.